Event description:
It was reported that a diagnostic anomaly was observed on the device resulting in anomalous impedance measurement. The device was re-interrogated and the impedance measurement returned to a normal level. The patient was in stable condition.